Event description:
The customer reported to olympus that despite changing the washer and connection, the evis exera iii colonovideoscope could not complete automatic washing due to auxiliary water supply issues. The issue occurred during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign material but dissolved during the incoming inspection. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The incoming inspection confirmed the presence of air/water flow issues; the nozzle was found to be clogged but dissolved during the incoming inspection. Additionally, the adhesives on the bending section cover were separated and discolored, the adhesives of the light guide lens and charged-coupled device lenses were deteriorated, the insertion tube was deformed, the deformed scope connector cover was found to have generated an air leak, the bending angulation was out of specification, the universal cord was damaged. Replacement of the following device components was required: nozzle unit, the biopsy channel, the plastic distal end cover, the connecting tube, the scope connector cover, the key top 1 rubber, and the adjustments of the bending angulations. Replacement of the universal cord was also recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the grey foreign material clogged in the air/water nozzle was unable to be identified. The following is included in the instructions for use: ¿operation manual_ returning the endoscope for repair: warning:thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.